Event description:
Complainant alleged that the clinicians were attempting to defibrillate a patient, but the device failed to charge, and the m-series defibrillator/pacemaker that was being used with the device displayed a status message. The complainant reported that the clinicians were unable to remember the actual status message that was observed. The clinicians then obtained another set of internal handles and successfully defibrillated the patient. The complainant indicated that there was no adverse effect to the patient as a result of the reported malfunction.